Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 115 units of insulin, and displayed 30 units of insulin during the time of the call. There was no impact to the customer's blood glucose level. The customer declined to reload the cartridge with tandem technical support.